Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 19-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient couldn't feel stim in her left arm. An x-ray was done and the lead had pulled out of the epidural space. It was unknown what led to the issue. Reprogramming was tried, but they were unable to get coverage. The lead was replaced with a new lead. The hcp was in possession of the device and informed to return it, but the return status is unknown. The issue was said to be resolved.